Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.

Event description:
Clinical report states that patient is suffering from disassociation, pinching in the groin are and clunking with abduction of the hip. Update received (B)(6) 2014. Clinical report received indicating revision due to disassociation. Complaint was updated on (B)(6) 2014. Update rec¿d (B)(6) 2014 - patient's medical records were received. Records were reviewed for MDR reportability. Medical records indicate upon revision gray stained fluid and tissue was encountered which was coming the articulation of the locking ring of liner articulating with the shell. Also noted, one of the screws was removed as it was sitting slightly prominent. A screw is being added to the complaint at this time. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Medical records and x-ray(s) were obtained. With the information provided, disassociation of the constrained liner from the shell is confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.